Event description:
This report was obtained from health (B)(6), which stated that at the clinic, pt's mother was giving a subcutaneous injection of methotrexate. The needle observed by the rn prior to injection, the needle entered straight subcutaneous tissue easily. The needle attached to the syringe by the mother just prior to injection. Fluid was observed to enter easily initially. Then the fluid seemed that the mother was applying more pressure to the plunger. This was questioned at the same moment fluid spurted over the skin and needle could not be found. The child underwent surgery to remove the needle. No further info is available.

Manufacturer narrative:
A sample has not been rec'd and a root cause has not been determined. If a sample arrives for investigation a supplemental will be completed and potential root cause will be determined. Complaint history check: a complaint history check was performed and this is the first related complaint reported for the defect/condition on lot number 1327565.